Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a bit flip reset, resulting in the incorrect number for treated and untreated episodes in the device data. No changes were made and the s-ICD remains in service. No adverse patient effects were reported. As no further information regarding this event is expected, our investigation is complete. This report will be updated should additional information be provided.